Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
During surgery, doctor feedback that insert (item no.: kimp310l; lot: 1602902) do not fit with the tibia. The operation extend about 20 minutes and the patient blood loss is increased.